Event description:
It was reported that there was a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the top and bottom cases were in excellent condition. During the syringe testing (using biomed diagnostics monitor syringe plunger sensor), the issue was duplicated. The root cause of the reported issue was found to be left plunger case and deformed timing plate spring. Cracked and broken screw boss inside the plunger head and deformed timing plate spring. However, there was no visible damage or contamination found on plunger head assembly. Replaced left plunger case and timing springs. Performed calibration on the pump and passed all the functional testing.